Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified intra-forearm. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. Inflation was performed at 10 atmospheres for 60 seconds and subsequently at 18 atmospheres for 10 seconds. However, during the second inflation, the balloon ruptured and a pinhole was noted around the center. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from pinhole in the shaft located approximately 8mm proximal from the proximal markerband. There were no leaks from balloon material when inflated and visually no issues. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A leak test identified a prox bond leak. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified intra-forearm. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. Inflation was performed at 10 atmospheres for 60 seconds and subsequently at 18 atmospheres for 10 seconds. However, during the second inflation, the balloon ruptured and a pinhole was noted around the center. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.